Event description:
This is a spontaneous case report received from a physician in (B)(6) on 22-jan-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The patient's medical history included several deliveries. Drug history included the iud effi -t380. She had no other important medical history and no known allergies. Gynecologic examination was normal. Both essure devices were inserted with difficulties due to tubal stenosis (11 intratubal coils in the left ostium and 16 in the right). Three months later a hysterosalpingography was performed which showed that the essure device in left tube did not allow the passage of contrast into peritoneum and right tube was permeable. Another hysteroscopy was performed and the right essure device was removed, previously expelled and located into the endocervical canal. It was confirmed that the left device of essure was located in place, so an iud was inserted as contraceptive method. After 28 months of insertion of the device, the patient experienced a pruritic eruption on armpit and periorbital area with poor response to topical corticoids. The patient was transferred to dermatology unit. Epicutaneous test were performed: nickel +++, kathon cg +++, potassium dichromate +, aurum thiosulfate. Essure was removed via hysteroscopy, it was performed without any difficulty and the dermatologic lesion disappeared completely. Pruritic eruption on armpit and periorbital area was considered related to essure. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced a pruritic eruption on armpit and periorbital area. The devices were removed by hysteroscopy (one of them was expelled into the uterus) and she recovered from the event. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, consumer had essure inserted with difficulty and one of the inserts was found expelled into the uterus and removed 3 months later. After 28 months from essure placement, patient had a pruritic eruption and epicutaneous test was positive for nickel. After the removal of the remaining essure by hysteroscopy, she recovered from the eruption. Although the temporal relationship between essure insertion and patient's eruption was not suggestive, based on event's nature and in the positive dechallenge; causality with essure cannot be excluded. Since device removal was required (medical intervention required), this case was regarded as incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up received on 30-apr-2016: quality-safety evaluation of ptc: (B)(4). A tubal spasm is a transient anatomical event where the fallopian tube is constricted by muscular contraction and does not allow cannulation by a medical device. A tubal spasm can be triggered by the physician during the procedure if the physician does not advance the catheter with gentle, constant forward movement during cannulation. According to the product IFU, there is a precaution: unusual uterine anatomy may make it difficult to place the essure micro-inserts. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Tubal spasms are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Follow up information received on 01-feb-2016: the (B)(6) heath authority reference for this reported is (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-may-2016 for the following meddra preferred term: rash pruritic. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced a pruritic eruption on armpit and periorbital area. The devices were removed by hysteroscopy (one of them was expelled into the uterus) and she recovered from the event. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, consumer had essure inserted with difficulty and one of the inserts was found expelled into the uterus and removed 3 months later. After 28 months from essure placement, patient had a pruritic eruption and epicutaneous test was positive for nickel. After the removal of the remaining essure by hysteroscopy, she recovered from the eruption. Although the temporal relationship between essure insertion and patient's eruption was not suggestive, based on event's nature and in the positive dechallenge; causality with essure cannot be excluded. Since device removal was required (medical intervention required), this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.